Event description:
After breast biopsy demonstrated a grade ii, iii intraductal carcinoma in the right breast, the pt underwent a total right mastectomy and lower acillary lymph node dissection because of the discovery of large lymph nodes. The subpectoral silicone implant was found to be ruptured. All 8 lymph nodes removed tested positive for silicone, prior to the mastectomy the pt had undergone multiple surgeries (capsulectomies).